Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly and a battery out limit alarm. Customer¿s blood glucose was 230 mg/dl at the time of incident. Customer stated that the insulin pump alarmed battery out limit after the battery has been changed and unable clear the alarm due to keypad anomaly. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device received with all operating currents within specification. No unexpected battery out limit anomalies noted.